Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic congestion.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Patient alleging chronic congestion. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER (B)(4) the device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has contamination in the air path. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.